Manufacturer narrative:
This report is submitted on 08 november 2019.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2019 due to infection at implant site. It is unknown if the patient was re-implanted with a new device.